Event description:
It was reported that on several occasions the pt has noticed the insulin infusion set self-adhesive being wet. The pt felt that there has been leaks between the infusion needle and the self-adhesive. His blood glucose level has been elevated as high as 300 mg/dl. The pt felt sick, but was able to correct his blood glucose levels by himself by changing the infusion set and selecting a new infusion site. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for product eval.

Manufacturer narrative:
The incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.